Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device allegedly caused bronchostenosis to the patient during use. It was reported that upon intubation at the emergency visit, there seemed to be high cuff pressure used on the device. No further information available at this time.

Manufacturer narrative:
This case has been determined to be a duplicate of 2936999-2019-00107. Medwatch report number 2936999-2019-00107 for all details pertaining to this case. If information is provided in the future, a supplemental report will be issued.